Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was explanted and replaced. During the replacement procedure, a new device was attempted, but not used, as the device exhibited noise and oversensing on the atrial channel. A grommet issue was suspected. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead - (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to melting, was extrinsically melted but not breached, and was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.